Event description:
It was reported that the device delivered inappropriate therapies. Review of egm revealed noise. The physician suspected a lead anomaly and as such, the lead was explanted. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.